Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the system's performance. The technical service engineer proceeded to do a back-up of the station's dsclientoltp and shrink the data base to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had system slowness/freezing and the database was bloating. The customer reported that there was a delay in dispensing medications to patients. There were no adverse events or injuries reported based on this event.